Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported the infusion tubing broke at the luer connection resulting in elevated blood glucose of 400 mg/dl. The patient changes the infusion site every 2-3 days and the infusion tubing every 5 days. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.